Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the beeper in this subcutaneous implantable cardioverter defibrillator (s-ICD) became disabled shortly after implant. Engineering analysis performed confirmed the user may have inadvertently disabled the beeper while testing the beeper function. The firmware log files show the device issuing a single beep during a programmer interrogation on (B)(6) 2017 (which is normal) and then an additional 10 beeps followed by the end of the session. After these 10 beeps there was no more beeping, even after several programmer interrogations, which should elicit one beep. The beeper appeared to have been programmed back on (B)(6) 2017 when it beeped 5 times. It also beeped once at another programmer interrogation on the same day. Additionally, an alert was issued indicating sensing was not fully optimized and a reference s-ECG was not acquired. Boston scientific technical services (ts) explained the meaning of the alert and confirmed therapy should still be available with the device. No adverse patient effects were reported.